Manufacturer narrative:
Serial number was not provided therefore UDI is not available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was noted that the controller was switched due to expose wires on black connection cable. Log file analysis captured several long odd strings of low voltages events while using battery power only.

Manufacturer narrative:
Section g3: correction. Manufacturer's investigation conclusion: the reported event of atypical low voltage advisory alarms and decreased voltages while connected to the power module was confirmed via the submitted log file. The reported event of exposed wires on the black system controller power cable could not be confirmed as the controller was not returned for evaluation. The submitted log file contained approximately 20 days of data (B)(6) 2020 ¿ (B)(6) 2020, per the timestamp. The log file captured intermittent low voltage advisory and low voltage hazard alarms from 13:43:39 on (B)(6) 2020 to 19:23:51 on (B)(6) 2020, due to the voltage levels fluctuating while connected to 14v batteries, causing the voltages to drop below the low voltage thresholds. The voltage was also observed to be lower than the expected voltage while connected to the power module throughout the log file; however, the voltage did not drop enough to activate any alarms. The atypical alarms and decreased voltages occurred on both the black and white power leads. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Multiple requests were made to obtain additional event information (including equipment serial/lot numbers, if any equipment will be returning for evaluation, and if the alarms resolved); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power and low voltage advisory/hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Subsection: ¿what not to do: driveline and cables¿ informs the user to check all power cables for twisting, kinking, or bending, which could cause damage to the underlying wires even if external damage is not visible. This section also cautions the user not to twist, kink, or sharply bend the power cables. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clips, 14v batteries, system controller power cables, and power module patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting/cleaning the contacts on the 14v battery clips and 14v batteries, and inspecting the system controller power cables and power module patient cable for integrity. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describe the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. These sections also state that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.